Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to a heart transplant. An event was created due to analysis results.